Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedance on this right atrial (ra) lead was intermittently low out of range. The patient's implantable cardioverter defibrillator (ICD) was programmed to ventricular only sensing and pacing. The device and leads remain implanted. No adverse patient effects were reported.